Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due myopotential noise and t-wave oversensing. Exercise test was performed. Troubleshooting was performed and the system was reprogrammed into the secondary vector. This system remains in service. No adverse patient effects were reported.